Manufacturer narrative:
The reported reader (magz187-j1516) was returned and investigated. Performed a visual inspection on the returned reader and damage in the usb port was observed. The reader did not turn on with a button, retained strip, or usb cable insertion. The damaged usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated. Section d4 (serial no)has been updated based on the returned product. Section h4 (device mfg date) has been updated based on the returned product.

Event description:
Customer¿s caregiver reported being unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. It was further reported that the customer was under sugared and was incapable of self treating. The customer¿s wife administered an unspecified dose of lantus insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported being unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. It was further reported that the customer was under-sugared and was incapable of self-treating. The customer¿s wife administered an unspecified dose of lantus insulin as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported being unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. It was further reported that the customer was under-sugared and was incapable of self-treating. The customer¿s wife administered an unspecified dose of lantus insulin as treatment. There was no report of death or permanent impairment associated with this event.